Manufacturer narrative:
Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations or beach marks approximately 50% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lips, which are consistent with overload to which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: a broken rod was reported necessitating revision. A single ap film is provided that suggests multiple surgeries. The film verifies a complex fusion construct with anterior inter body devices at l4 and l5, an iliac screw on the left. The left rod appears broken at l3. The construct extends cephalad above the level of the film.

Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op it was found that the rod was broken. The patient underwent a revision surgery to remove the titanium rod and replace with a cobalt chrome rod. It was also noted that the side with the broken rod did not have a set screw at the level where the rod broke. No fragments were left in the patient. No additional patient complications were reported.